Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Three launcher devices were used to treat a lesion located in a saphenous vein graft, exhibiting chronic total occlusion, moderate tortuosity and moderate calcification. Vascular puncture site was intermediate of svg. A left femoral approach was used. There was no damage noted to the device packaging. The devices were removed from the packaging per IFU with no issues. The devices were inspected with no issues. The devices were prepped per IFU with no issues. The devices were not excessively torqued. A la7al10sh was advanced antegradely and a la7ebu40 was advanced retrogradely. It is reported that resistance was experienced with the la7al10sh device during insertion other devices through the lumen of the catheter. There seemed to be quite big resistance with the perfusion balloon, guideliner and non-mdt stent (graft master). When attempted to push forward it could not advance and when attempted to be pulled it could not be removed. It is reported that although the procedure was performed smoothly, resistance was noted from when the non-mdt stent (xience sierra) was inserted and afterwards, when a non-mdt balloon was used for post dilation, the blood vessel was punctured and a perforation occurred. The physician has stated that the perforation was caused by the post-dilation balloon and not by the the launcher devices. It is also reported that as the device was pushed forcedly the shaft of the stent broke and the guiding bounced. The physician noted that since la7al10sh was used for a long time, it might have had an impact somewhat as the same resistance was encountered immediately after la6al10 was unpacked. Although the bleeding stopped at first with the perfusion balloon, the bleeding occurred again and two non-mdt stents (graft master) were deployed to stop the bleeding. It is reported that it was not a defective issue of the la7ebu40 device which was also used in the case. The la7ebu40 device was replaced by a la6al10 device to allow for the use of the two perfusion balloons at the same time. Resistance was also encountered with a la6al10 device during insertion of the non-mdt stent (graft master). It is indicated that the resistance was encountered in the same place as the la7al10sh. Other devices used in the procedure include, guideplus (gec), sapphire balloon, scoreflex nc, xience sierra (non-mdt stent), ryusei (perfusion balloon), guideliner, graft master (non-mdt stent).

Manufacturer narrative:
Product analysis: visual inspection for pli20 (6f guide catheter) noted no damage to the shaft. Actual inner (ID) and outer (od) taken and were found to be within specification. The catheter was flushed with warm water and an in-house .035¿ was engaged to the lumen of the catheter, for patency check or resistance resulting in no resistance noted. Dye test was conducted to check the presence of silicone coating. Test results confirmed the presence of coating in the lumen of the catheter. Other devices used during the case were not returned to aid in recreational testing. If information is provided in the future, a supplemental report will be issued.